Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, noise on the atrial lead was noted and lead to automatic mode switching. Damage to the lead is suspected. No action will be taken and the patient will be monitored. The patient is stable.